Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: there were battery compartment cracks observed from the thread area to the case seal and below the grip pad. There was no evidence of moisture contamination inside the battery compartment. There was a cover crack observed between the corner of the display lens and the case seal. There was no evidence of moisture contamination inside the pump. The display screen was dim and discolored.